Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis surgical procedure, a sureform stapler 45 instrument with a green reload misfired when stapling the stomach. The stapler closed correctly; no errors were displayed. However, when firing, the tissue was pushed out of the stapler, the staples were not deployed or formed correctly, and the tissue was not cut. The jaws did open, and the blade remained exposed and trapped in the gastric tissue which made it difficult to remove. No obstructions were encountered, and buttress material was not used. The sureform stapler 45 instrument was exchanged for the same type of instrument and the surgeon had to refire ensuring he cut slightly below the prior intended transection line to ensure no issues. The procedure was completed, and the patient was successfully discharged home.

Manufacturer narrative:
Intuitive has received the reload associated with this complaint and completed investigations. The reload was found to have the knife exposed within the knife track. Review of the procedure logs were unable to confirm any firing failures. The knife was exposed towards the distal end of the returned reload. There was one lodged staple at the proximal end of the reload, which was at the opposite end of the exposed blade. Additional observation(s) related to customer reported complaint: the reload was found to have cartridge damage. A piece of the cartridge was found wedged in between the reload in front of the exposed knife. The pusher was fully deployed although the knife was exposed and the cartridge damaged. The knife was inspected and there was damage found to the blade. The reload blade was found to have mechanical indentations. The reload cover was removed, the knife was removed and inspected. Damage was found to the blade. There was also cartridge damage observed. The sureform 45 stapler was also returned. Failure analysis investigations did not replicate or confirm an issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage to the instrument. The channel sprang back open when in the unclamped state. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 45 reload. The instrument was fully functional. The instrument was returned with a reload that had an exposed blade. Review of the procedure logs were unable to confirm any firing failures that would have resulted in a reload with an exposed blade. No product issue was identified. Advanced stapler log review showed that the sureform stapler 45 instrument was installed on system sk5596 on 13-feb-2024 4 times and fired 4 green reloads. On each install, the first clamp attempt was successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. A review of the provided video was performed by the intuitive surgical, inc. (Isi) clinical development engineering team. The following additional information was provided: this video shows a surgeon using a green reload on the sureform 45 stapler to extend a staple line through the remaining length of tissue. At about midway through the fire, tissue appears to be pushed out of the jaws and beyond the cut line indicator on the reload channel exterior. When the surgeon unclamps the stapler and attempts to remove from tissue, multiple malformed or dragged staples are visible, and the exposed knife blade is caught within tissue and/or the clumped staples, likely causing some of the bleeding that is observed. This video appears to be consistent with a tissue pushout event, where during the course of a fire, tissue is pushed along the length of the stapler before staples are completely formed. This can lead to incomplete staple lines and a deposit of malformed or dragged staples. Tissue pushout events can sometimes be attributed to stapling across an existing staple line. The sureform user manual does have warnings against stapling over obstructions and/or existing staple lines as it may lead to tissue damage or staple line disruption as seen in this video.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The green sureform 45 reload accessory has been returned and evaluated. Investigations confirmed initial findings of cartridge and blade damage. The blade was removed from the reload prior to the transfer to engineering, however images confirm it was exposed at the distal end during initial fa. The reload was returned with the sureform stapler 45 instrument. Procedure logs were reviewed and show 4 successful firings with both green and white reloads. On the 4th firing of the procedure, a green reload was successfully fired, however peak firing force was quite high. No firing failures were observed. The stapler instrument used to fire this reload was reviewed and there were no findings that indicate a mechanical issue with the stapler. The stapler passed all functional testing in-house. The reload was visually inspected, and all pushers have been deployed, and are at the bed surface of the reload. As the shuttle traveled the entire length of the reload, and all pushers were deployed, no firing failure was flagged by the system during the procedure. Images of exposed blade show reload cartridge material ahead of and around the blade's final position, likely preventing it from retracting back into the cartridge. The blade edge was inspected and found with multiple, severe, mechanical indentations along the majority of the cutting edge. The shuttle was removed and was not observed to be damaged. The damage to the cartridge material was observed only along the top surface of the reload and top surface of the knife track. No damage was found within the knife track upon cartridge disassembly. Additional observation is damage to the pushers. Multiple pushers localized to the distal end showed deformed edges.